Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing uncomfortable pulling sensation. As such, surgical intervention was undertaken on (B)(6) 2024 wherein the pocket site was opened and loosened lead from scar tissue as it was causing a pulling sensation for patient. Post operatively therapy was restored and issue was addressed.